Event description:
It was reported that a cartridge change error occurred. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.